Event description:
Customer returned their orthopat machine on (B)(6) 2009 with no reported problems. They then determined that they do need the machine and requested it back. No injury or reaction was reported.

Manufacturer narrative:
Evaluation revealed there was a blood spill on the controller board causing the display not to work. Other components were damaged as a result. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).